Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient treated with injection reflin (1 gram per day) and injection tobramycin (40 gram per day) for the peritonitis. The patient recovered from the peritonitis and dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that the patient fluid was clear and the patient was retrained on proper aseptic technique. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.